Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was broken. The customer's blood glucose levels were 170 mg/dl and 190 mg/dl. The customer declined troubleshooting for sensor break due to user error. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found insertion needle bent inside hub assembly; no broken or missing parts.